Event description:
It was reported the patient experienced no stimulation sensation, while his stimulation was turned on. It was noted the patient ¿went to turn his device on¿ during the morning of report and ¿could not feel stimulation.¿ it was stated the patient ¿typically turned his implantable neurostimulator (ins) on in the morning and last felt stimulation¿ the day prior to report. It was noted the patient ¿last fully charged¿ two days prior to report. The patient¿s programmer displayed an ¿ins on icon,¿ ¿setting of 7.1¿ volts, and that the ¿ins and programmer batteries were fully shaded.¿ it was noted the patient ¿increased stimulation to 7.6 volts and 8.5 volts but still did not feel stimulation.¿ the patient was reported to have ¿typically felt stimulation at 7.1 volts or when coughing.¿ it was noted the patient did not have any other programs to try. It was reported there were ¿no known accidents or incidents¿ related to the event. It was also reported the patient experienced ¿charging more than expected.¿ it was stated the ¿charge seemed not to be lasting as long¿ and that four to five months prior to report the patient began having to charge every two weeks. It was noted the patient had not increased their settings or had any changes in stimulation sensation. The patient was redirected to their health care provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger; product ID: 37743, serial# (B)(4), product type: programmer, patient; product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID: 3487a-33, lot# j0436974v, implanted: (B)(6) 2004, product type: lead. (B)(4).